Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25 x 28 m promus elite was first deployed in the left circumflex (lcx). The lad lesion was then treated with a 2.50 x 28 mm promus elite. After deployment and post dilation of the stent, a flow limiting distal edge dissection was noted in the distal part of the stent. To cover the dissection, a 2.25 x 24 mm promus elite was deployed distally and the procedure was completed successfully. The patient fully recovered and was stable after the procedure.